Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's implantable cardioverter defibrillator exhibited far r-wave oversensing, and inappropriate mode switching episodes. Testing and programming changes were discussed. No further information was available.